Manufacturer narrative:
It was reported that the patient has laxity. It was also reported that the patient is in valgus following the primary procedure and is experiencing pain. A procedure is planned to perform a lateral release and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity. It was also reported that the patient is in valgus following the primary procedure and is experiencing pain. A procedure is planned to perform a lateral release and to exchange the poly inserts.